Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to remove from the patients vein. The following information was provided by the initial reporter, translated from japanese: "after confirming blood backflow following venipuncture, the hcp attempted to pull out the needle, but could not do that with the cover that should be decoupled remaining at its original position."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 24g nexiva unit with no product documentation to indicate the reference or lot number. Additionally, two photos were provided for investigation. The tip shield failed to decouple from the catheter adapter due to a damaged and deformed v-clip, which prevented the v-clip from fully extending within the tip shield. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the loading of the v-clips into the tip shield due to a machine misalignment. Units go through a 100% inspection for v-clip depth which detects and rejects units with damaged v-clips that do not fully seat within the tip shield. However, as the v-clip in the returned unit was fully seated this inspection would not have rejected the unit. Additionally, operators perform visual inspection of the full assembly and functional testing for needle retraction/decoupling per the sampling plan to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to remove from the patient's vein. The following information was provided by the initial reporter, translated from japanese: "after confirming blood backflow following venipuncture, the hcp attempted to pull out the needle, but could not do that with the cover that should be decoupled remaining at its original position."